Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/08/2022, it was reported by a sales representative via sems that a ar-8737-38 hexalobe driver broke in half. This occurred during an unknown case, with no patient effect reported. No additional information provided.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the distal tip of the device was broken. The broken piece was not returned for investigation. Relevant dimensions could not be measured due to the damage to the device.